Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that  patient indicated that their  device is non-functioning, caller do now know when but has been a few years.  No further complications were reported/anticipated at this time.